Event description:
It was reported that an alert was received via latitude (remote monitoring system) that this device had declared a fault code error. Data was saved and submitted to technical services (ts) for urgent battery analysis, and replacement interval time. A ts consultant discussed that this device is depleting in a consistent manner, and that there is still enough battery capacity for at least another 90 days. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received via latitude (remote monitoring system) that this device declared a fault code error 1003, indicative of battery voltage too low for the projected remaining capacity. Device data was saved and submitted to technical services (ts) for urgent battery analysis, and replacement interval time. A ts consultant discussed that this device is depleting in a consistent manner, and that there is still enough battery capacity for at least another 90 days. This device remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain additional information, no response was received. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain additional information and product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.